Manufacturer narrative:
(B)(4).

Event description:
It was reported that the receiver powered off while charging. No product or data was provided for investigation. Confirmation of the complaint is undetermined and probable cause cannot be determined.

Manufacturer narrative:
(B)(4).

Event description:
The product was evaluated. An external visual inspection was performed and passed. Receiver charge and boot testing was performed and passed. Receiver download testing was performed and passed. Receiver functional test was performed and passed. A review of the share logs was performed and the receiver powered off while charging was not found within the investigation window. An internal visual inspection was performed and failed due to an overheated component. Confirmation of the allegation and a probable cause could not be determined. No injury or medical intervention was reported.